Event description:
Boston scientific received information that the patient with this right atrial (ra) lead, right ventricular (rv) lead, and pacemaker experienced out-of-range (oor) pacing impedance measurements greater than 2000 ohms on both the atrial and ventricular leads. The patient's device and rv lead were explanted due to a connection issue and successfully replaced. The patient's ra lead was kept in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.